Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump continued to been while in the hospital. Customer reported of not being connected to the insulin pump in a while and was not able to connect due to beeping. Troubleshooting was performed and it was found that customer had a block on insulin pump, but block was not set for basal. Customer reported of having high blood glucose and being on a ventilator for three days.